Event description:
Per follow up cnss communication: "I saw this pt over the weekend, her line although she had some discharge directly at the line insertion site (she said md is aware) her line was fine. I completed a sterile dressing change. I've requested betadine dressing kits as well as mepilex bordered dressing to be shipped due to pt reporting that it continuously itches. After visiting with pt, she reported that the bad pump was with her daughter. Pump she had on did not alarm & was working properly during my 2 hour visit. Pt reported to me the pump she was wearing did not alarm the other pump was the only one that alarmed. Pt was able to confirm the other pump was alarming with a downstream occlusion alarm. After speaking with pt & asking more questions it seem to be an intermittent alarm not related to her line. As far as [cnss] could visualize her line is okay upon completion of visit. I have requested a new pump be sent to this pt." No additional info, details, or dates available. Continuous infusion. Set flow rate & volume delivered unknown. Position of pump when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. IV remodulin pt via cadd solis pump. Current dose: 72ng/kg/min. Did reported pump fault occur while in use with pt? Yes, did pump issue cause or contribute to pt or clinical injury? No is actual pump available for investigation? Yes, upon return did pharmacy replace pump? Yes, did pt have a backup pump they were able to switch to? Yes, was pt able to successfully continue therapy? Yes, is therapy life-sustaining? Yes, what is the outcome of event? Resolved.